Event description:
Medtronic received information that during the attempted implant of this mechanical heart valve, a separation of the sewing ring was observed as the physician began suturing the valve into place. The valve was explanted and replaced with another valve with no adverse patient effects. It was reported that a cutting needle was used for the attempted suturing of the valve. It was not known if the valve would be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, analysis confirmed that part of the sewing ring had opened up, likely due to stitches that hold the sewing ring closed had been cut during the attempted implant. Blood marks and large holes were observed on the sewing ring, indicating locations where sutures had been placed during the attempted implant (in contrast to the series of smaller holes consistent with the specification for the sewing ring stitching). A cut and frayed stitch was identified near the middle of the sewing ring between two of the large holes. In addition, the sewing ring fabric was observed to be slightly torn around the large holes. The quarterly back stitching of the sewing ring was intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the returned valve and the reported use of a cutting needle for the attempted suturing of the valve, it appears that stitches holding the sewing ring closed were cut during the attempted suturing. The instructions for use for this val ve has a warning that states ¿when securing the valve in place, suture needles should be passed through the outer half of the sewing cuff and suture ends should be cut short after the knots are tied. It is suggested that only taper point needles be used for suturing the cuff as taper cut or other cutting needles may cut the cuff fibers.¿ (B)(4).

Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Product identification and return have been requested. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.